Event description:
Additional information was obtained patient¿s infection has been cleared.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention due to infection at the ipg site. The patient was hospitalized and later prescribed oral antibiotics. Infection has not resolved.